Event description:
On (B)(6) 2022 the patient underwent emergent endovascular treatment of a ruptured abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. It was reported that a gore® excluder® aaa contralateral leg component was used to extend the ipsilateral limb of the trunk-ipsilateral leg component. Reportedly 3cm of device overlap was present between the ipsilateral limb and the contralateral leg component. No endoleak was noted at the close of the procedure. There were no reported issues. The patient tolerated the procedure. On (B)(6) 2022 it was reported that the patient was complaining of back pain. Upon further investigation it was determined that the contralateral leg component had migrated distally and a type iii endoleak was present. There was no suspected cause of the distal device migration. It was reported that there was a very slight overlap between the ipsilateral limb and the contralateral leg component to where the physician was able to advance a guidewire and perform a relining of the devices. The device overlap was relined using a plc181000 contralateral leg component. The type iii endoleak was reportedly resolved. There were no further reported issues. The patient tolerated the reintervention.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc141400/ serial #(B)(4)/ UDI #(B)(4). Concomitant medical products and therapy dates: hydrocodone, metoprolol titrate, amlodipine. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® excluder® conformable aaa endoprosthesis have not been evaluated in patient populations including, but not limited to, pending rupture or ruptured aneurysms. Furthermore, the IFU states that potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and component migration.